Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 416 mg/dl. The customer reported having issues with sensors. Customer declined to troubleshoot for high readings. The customer reported issues with sensor falling off due to tape not sticking. Troubleshooting was performed related to the sensor issue. The insulin pump was not returned for analysis.